Event description:
Unfortunately, I don't have the lot# or serial# of this product. While using the vasovein endovein instrument in the left leg of a pt, the plastic tip broke. Unsure of the location of the plastic part that broke off -on field or in pt leg-. Pa contacted company.